Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bumps and what appears to be burnt skin under the te pads. The patient reported a known allergy to metals. There was no alleged device malfunction contributing to the rash. The patient¿s physician discontinued use of the lifevest to allow the skin to heal. Follow up indicated that the rash improved.